Event description:
Reporter states that pump will not hold a charge.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. If the pump turns off after unplugging from electrical supply, there would be no lights lit, this will indicate that the appliance is not working. It is expected that either the health care providers would detect that the device was off and would either all for a replacement of maintain the device by continuing to operate by plugging it in until the machine is replaced. There was no reported injury to a pt, as the malfunction occurred prior to use. No additional info has been provided to date. A return device for eval is expected. Should additional details be provided, a follow-up report will be submitted. (B)(4).